Event description:
Social media monitoring identified the following post on (B)(6): "I have an sq140 that keeps tripping when both surgical lights are on and at high intensity. I know that the unit is no longer supportable but I'm looking for another control panel to replace the one I have. Can you help me locate on or where I can purchase one from? Thanks."

Manufacturer narrative:
Steris monitors relevant websites and social media sources per our social media policy to identify potential complaints. Through this process, steris identified a post from (B)(4) inquiring if it was possible to order a replacement control panel for an sq140 surgical light. A steris social media monitoring representative replied to the post on 12/15/2014: "dear (B)(6), we came across your post about the sq 140 surgical lighting system and we would like to review the proper preventative maintenance of the sq 140 surgical light with you. Please provide us with your preferred method of contact or call our service support team at (B)(6). Please also note that the sq 140 lights have been made obsolete by steris corporation as of april 30, 2010. Due to the age of these lights and the discontinuation of production, some critical replacement parts are obsolete and requested information no longer available. Thank you." The post references a sq140 lighting system; however this appears to be an error made by the complainant in an effort to reference our sq240 lighting system. The sq240 surgical lighting system was previously manufactured by steris but is considered to be an obsolete product with limited replacement parts available. As the complainant has not responded to our follow up posts, steris is unable to determine if this system was being used during a patient procedure when the reported tripping occurred.